Manufacturer narrative:
Date of event/therapy date was sometime a few weeks prior to the date this report was received by the manufacturer. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from where the connection shield was locked over the connection between the homechoice cassette patient line and the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.